Event description:
It was reported by the customer that "following an upgrade of eclipse/rad onc 8.0 (build 7.5.51) to eclipse/rad onc 8.1/(build 8.1.18), customer is experiencing intermittent problems with mlc plan validation on certain fields for dose dynamic (imrt), sliding window, mlc plans from brainlab treatment planning system."

Manufacturer narrative:
Software tests performed in our development facility in another countrty, on the same version of software as installed at the customer site. Results: the root cause was a software design error, compounded by the user ignoring a message indicating an unusual event (the changing of the collimator leaf positions) was occurring. Conclusions: software contributed to the event. The complaint was initially assessed and determined to be non-safety. Further review of this complaint resulted in the determination that this is the same issue described in complaint, which was previously report as an MDR. Therefore, this complaint has been determined to be reportable. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines. No follow-up reports are anticipated.